Event description:
It was reported that the patient is experiencing inflammation of the left breast region to the armpit. It was further reported that the lead "popped out of the pocket" and there is a "bump popping out of [the] skin." The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.